Event description:
It was reported that during a surgical procedure at the user facility, the device became clogged. The procedure was completed successfully using back-up equipment. No delay and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was discarded by the user facility and is not available for evaluation. Device not returned.

Event description:
It was reported that during a surgical procedure at the user facility, the device became clogged. The procedure was completed successfully using back-up equipment. No delay and no adverse consequences were reported with this event.